Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc confirmed that the control board was defective and the subject device was 6 years and 5 months had passed since the manufacturing. Omsc surmised that the cause of the reported event as follows. The indication phenomenon occurred because the control board failed. The cause of the failure of the control board could not be identified. Although it is speculative, it is considered a failure due to age-related deterioration since 6 years and 5 months have passed since production. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the image of the subject device was not displayed. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the electrical circuit board had a failure.